Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that fentanyl infusion was programmed incorrectly. The order was for ¿fentanyl in saline 10 mcg/ml infusion, ordered dose: 0-200 mcg/hr, intravenous titrated @ 0-20 ml/hr,¿ on an intubated patient. The intended dose was 75mcg/hr and the medication bag contains fentanyl 1,000mcg in 100ml. The pump was reportedly programmed for 75ml/hr (instead of 7.5 ml/hr). There was patient involvement but no harm since the patient was already intubated and allowed to metabolize the drug off. Patient was transferred to another hospital ICU, but the customer stated that this was planned prior to the event with the fentanyl pump error. The patient was discharged home on (B)(6) 2021. Bd interoperability consultant reviewed the hl7 data and it was found that an infusion of fentanyl (100mcg/100ml) was first programmed manually using guardrails at 12:08:07 pm . The end user programmed the infusion and entered patient weight as 78 kg. The hospital's guardrails drug library was reviewed, in the adult drug library there are 2 options for 100ml, but each of those are 1,000 mcg/100ml. The end user selected a wildcard to program 100mcg/100ml, which has a base concentration of 1mcg/1 ml. One wildcard is mcg/hour and the other was mcg/kg/hour. The end user selected mcg/kg/hour and programmed the rate at 0.9615 mcg/kg/hour (0.9615mcg x 78 kg = 74.997/hour rounded to 75 mcg/hour). The pump was programmed at 75 ml/hour. At 12:09:52, the end user tried sending the apr (auto programming request) for the new order of fentanyl (1000mcg/100ml) to the pump twice but it failed due to matching criteria. Recommended workflow would have been to ¿quick-start¿ the pump and re-send the order details. So instead, the end user manually programmed the fentanyl using guardrails and the original manual parameters as programmed originally at 12:08:07 pm .